Manufacturer narrative:
(B)(4). During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. The device has been received. The investigation is not yet complete.

Event description:
Device issue: device break. Time of device issue: during preparation. Adverse event: none. It was reported that during preparation, the delivery system broke into two parts approximately 10 cm from the stent. There was no patient involvement. No additional information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.